Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia, got sick and feeling ill. The customer states their blood glucose level was 415 mg/dl. Customer was assisted with troubleshooting. Customer did not receive a sensor updating value not available alert. Customer did not receive a calibration not accepted alert. Customer did receive a change sensor alert. The devices will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported via phone call that the auto mode was active on the insulin pump during the high blood glucose level event.